Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had high blood glucose level and also low blood glucose level. The customer¿s blood glucose level at the time of call was 44 mg/dl. The customer reported that she was on auto mode and it was not working so she turned the pump off. The customer reported that she had high blood glucose level when she was on auto mode. The customer reported that she had first high blood glucose level which was 200 mg/dl and then it went up to 400 mg/dl. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.